Manufacturer narrative:
One device returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported complaint had been found. Device then underwent functional testing; device found to have lost programming. This was a result of no power from the battery. The problem source has been determined to be the design of the device.

Event description:
Information was received that device had lost programming. No adverse effects reported.